Manufacturer narrative:
The device sample was not available for evaluation.

Event description:
In 2004, a patient experienced a complete disconnection between line and clamp of the transfer set (pd bag side). The transfer set was changed and the patient received prophylactic antibiotics. There were no clinical consequences resulting from this event.